Event description:
A male pt contacted lifecor customer support to report that when he replaced his battery pack that evening, a few seconds after start up, the system began to alarm him and the "add gel" message was displayed. The pt reports, there does not appear to be any gel released from the te pads and no treatment has been given. The ECG electrode and te pad placement appear to be fine. Support asked the pt to examine the electrode belt connector and check the pins. All appear clean, and pins appear straight. The pt was unable to download since he was on vacation and did not have his modem with him. Support arranged to have a replacement belt sent to his location. During a follow-up call a few days later, the pt reported that he put his device back on after his original call and has not had any alarms since. Support explained that we would still like to get the original belt back for evaluation. The pt understood.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the intermittent "add gel" message and alarms was an intermittent solder connection at pin 4 within the electrode belt connector. The root cause was a mfg workmanship defect introduced during the soldering process. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.